Event description:
Failure of oscor aicd lead necessitated surgical removal of lead along with aicd generator. It is believed that the lead was misfiring and one of the leads was displaced and/or fractured.